Event description:
Same as manufacturer's report: 6000093-2006-01956. It was reported that during a pta treatment procedure, a vaselle balloon separated from the shaft and a maverick otw balloon ruptured. The calcified, 99% stenotic lession was located in the left superficial femoral artery. A 7f arrow sheath was inserted via the right femoral artery and a deja vu guide wire crossed the lesion using a contralateral approach. After ivus imaging, the swasuga 4.0 x 30mm balloon attempted to cross the lesion, but was unsuccessful. A savvy 2.0 x 20mm balloon was also unable to cross. A 6f, jr4.0 diagnostic catheter was inserted for support, but was unable to cross the lesion. The gazelle 2.0 x 20mm was again unable to cross the lesion. A getz speeder 1.25mm x 10mms balloon successfully crossed the lesion, but the balloon ruptured and was unable to dilate the lesion. The lesion was subsequently dilated with the gazelle 2.0 x 20mm balloon at 10atms. During the balloon catheter withdrawal, the gazelle separated at the monorail wire port. No resistance was met at that time. The physician attempted to retrieve the separated portion with a micro snare, but was unsuccessful. Another deja vu guide wire was inserted and crossed the lesion. A maverick otw 2.0x1.5mm balloon was inserted and inflated at the distal edge of the separated portion, but the balloon ruptured at 5atms. The arrow sheath was exchanged for an 8f, 10cm short sheath and a 6f, 80 cm medikit guide catheter was inserted. Another sasuga 4.0 x 30mm balloon crossed the lesion and was inflated near the separated balloon and attempted to withdraw the sasuga fragment with a tug of the separated balloon, but was not successful. The physician subsequently retrieved the separated balloon with the micro snare. The lesion was dilated with a submarine 6.0mmx20mm balloon and the procedure was successfully completed. No patient injuries were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has been returned for analysis, however additional testing has not been completed at the time of this report. A supplemental report will be filed when the analysis is complete.